Event description:
Customer reportedly received results of 93 mg/dl, 115 mg/dl, and "200 and something" within 2 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.